Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted for the treatment of stress urinary incontinence. She underwent a mesh excision surgery on (B)(6) 2011 due to infection and erosion with excision of urethral diverticulum. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced multiple complications, including pain, erosion of her internal bodily tissue and other injuries, bleeding, incontinence, infection, swelling, difficulty voiding, formation of scar tissue, and neurologic compromise to her structures and tissues. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2010, and tvt-o was implanted; and on (B)(6) 2012, another tvt-o was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. A review criteria. Of the batch manufacturing records was conducted and the batch met all finished goods release

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.